Event description:
During a pulmonary vein isolation procedure, when the sheath was withdrawn from the patient only the hemostatic valve was removed. The introducer body remained inside the vessel of the patient. Interventional radiology was brought in to assist with extraction of the sheath, requiring more anesthesia. The body of the introducer was removed with a combination of guidewire, snare, and balloon. There was bleeding, slight bruising, and risk of vessel rupture due to the material separation. The patient was transferred to the uce after the procedure, and two days later the patient was discharged without further complications. The physician stated that the sheath separation may have been due to applied force on the introducer with the closure suture rather than a product performance issue. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).